Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported a pericardial effusion (pe) occurred and the procedure was cancelled. During a pulse field ablation procedure for an atrial fibrillation case, a versacross access solution kit was selected for use. The physician attempted transseptal puncture to the left atrium, however felt uncomfortable with the positioning but proceeded. After the transseptal was performed, there was a sudden drop in patient blood pressured noted. The intracardiac echocardiography (ice) images review began and a pe was noted. A pericardiocentesis was performed. The patient was admitted to hospital beyond standard of care. The device is not expected to be returned for analysis. The physician was aware that the puncture site was probably going to be too superior to what is recommended and proceeded. There is no reason to believe that the device malfunctioned and caused the effusion. The activated clotting time (act) was not at therapeutic levels because the physician does not administer the heparin until after the transseptal puncture has occurred and until the wire in the left atrium. There was no difficulty maneuvering the sheath. The location of the perforation could not be located with ice or with transthoracic echocardiogram (tte) once echo arrived. The patient was taken to the operating room (or) just as a precaution to treat perforation if located. The patient was stable upon transfer to the or. This was the patient second ablation for atrial fibrillation and had a prior cryo ablation with a prior transseptal puncture roughly a year ago.